Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient had developed a raw, itchy, bumpy rash that started under her breast and wrapped around to her back. The rash was open and oozing as a result of the patient scratching the rash. The patient's physician recommended leaving the lifevest off until the rash healed. Follow-up indicated that the condition of the rash was unchanged.